Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was also received with moisture damage on the lcd resilient cover, electronics, motor, battery tube and vibrator assembly. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test and verify low battery alarm due to no button response. The insulin pump had no unexpected chirp sound or wavy display during testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched case, scratched reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump was exposed to water. The customer reported that the insulin pump turned on for a second and had a wavy but then chirped sound when they got a low battery alert. The customer reported that there was fluid under the lcd display. The customer's blood glucose was 400 mg/dl at the time of incident. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.